Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02237. The pt rec'd an scs sys for occipital nerve stimulation (off-label). It was reported the pt complained of burning at her ipg site during charging. A replacement charging sys was sent to the pt. No further info is available at this time. On (B)(4) 2012, st jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.